Event description:
The customer did not have exact details but reported it was not working with 2 disposables but then the handpiece was replaced and the disposables worked. There was no pt consequence.